Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02686. It was reported the pt experiences heating while charging his scs ipg. The patient's spouse stated the warmth is regardless of the stimulation being on or off. Also, the pt stopped recharging his scs system because of the warmth. A replacement charging system was sent to the pt to address the issue. Follow-up identified the pt received the new charger and it is reportedly working properly. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers. 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.